Event description:
Customer reportedly obtained results of 494 mg/dl and 152 mg/dl on the aviva system within 10 minutes. Customer took 20 units of novolog and 35 units of lantus after testing. No adverse event reported. An add'l comparison reports results of 469 mg/dl and 180 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.